Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported polymer peeling appears to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that manipulation during advancement and retraction through the 22-gauge puncture needle caused damage to the polymer resulting in the reported peeling and subsequent damages noted on the polymer. The noted bend on the tip of guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional command 18 guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior tibial artery. A command 18 guide wire (gw) was advanced through a 22 gauge puncture needle into what was assumed to be the anterior tibial artery, however, it was later realized that the gw had gone into a vein so it was removed which caused the coating to raise up forming a bump (coating did not separate). A second command 18 gw was attempted but the same thing occurred. No further action was performed and procedure was completed as is. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.